Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review is currently being performed. The device was returned to the manufacturer; however, evaluation is still pending. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fem10060 endovascular stent allegedly experienced partial deployment and fracture. The information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight and gender was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer. The investigation is confirmed for the alleged fracture and partial deployment issue. A definite root cause could not be identified.the device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fem10060 endovascular stent allegedly experienced partial deployment and fracture. The information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight and gender was not provided.